Event description:
Pt was in the MRI anteroom being manually ventilated via bag/valve by rn. Respiratory therapist and MRI tech entered the MRI suite and began setting up for pt. Rt rolled the ventilator out of the storage position against the wall, closer to the gauss line which is painted in red on the floor. Rt was reaching over to the wall attachments to plug in the ventilator to power and to hook up to the oxygen supply, when she heard a noise. She looked and saw the ventilator on the magnet. Neither the rt nor the MRI tech were injured. Four staff members were able to remove the ventilator from the magnet. MRI was not damaged. Two rts went through the vent manufacturer's recommended pre-use check out procedures and vent failed two of the specific pre-use tests repeatedly. Ventilator was tagged and placed in storage. Pt was hand ventilated by bag/valve during MRI. Rt was aware that ventilator brakes should be locked, however, did not remember locking the brakes. On (B)(6) 2012, ventilator was repaired by facility biomed technician and was returned to pt use.